Manufacturer narrative:
Patient weight not available from the site. A medtronic representative visited the site to examine the medtronic imaging system, resulting in the decision to replace the mvs computer. After replacing the parts, the representative performed an imaging system check-out and tested areas passed. System performed as intended. Investigation of returned part involved continued observation for recurrence of malfunction, however the issue could not be replicated. This event was identified during a retrospective review as discussed with the FDA (B)(4) district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: 3004785967. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that, while in a spinal fusion procedure, the images from the medtronic imaging system did not transfer to the navigation system. They had a green communication line, completed a spin, but the image did not auto-transfer. They then tried to manually push the image and it appeared to work but it did not show up on the navigation system under recent patients. Medtronic imaging was aborted. No delay to procedure. There was no impact on patient outcome.